Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain in her neck (i.e, the lead site) that occurs whether stimulation in on or off. X-rays were taken and revealed the spinous process has broken near the lead site. As a result, the pt will undergo a surgical procedure to repair the fracture.